Event description:
Customer reported the system would display an intermittent system error message with x-rays disabled. There are no reports of pt harm or injury.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos single board computer. Nodes were flashed and back up calibration files were downloaded after software was reloaded. The system was power cycled numerous times with no further intermittent error message on boot. System operates as intended.